Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of solent omni thrombectomy system with a power pulse device attached to the bag spike. The pump, shaft, and tip were microscopically examined there was blood in the device and a kink was observed at 1212.5 cm from the tip and a kink was observed at the strain relief of the catheter. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the superficial femoral artery. The device was primed successfully. Aspiration was initiated inside the body for a few pulses. However, a saline error message displayed. Aspiration stopped and they stopped using the catheter. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.